Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the surgeon was not able to fire the reload completely, was any portion of the target tissue stapled or cut? If yes, were the staple line and cut line approximately equal in length? Was the reverse button attempted to open the device? How was the device opened? What was the product code of the cartridge (gst60t, ecr60d, etc.)? I was not present in the surgery when the device failed, but from the information I received from the surgeon a portion of the tissue was stapled (tissue remains were also seen on the reload) if it was cut he didn¿t say. He also didn¿t mention that the stapler only fired on one side so I assume that it fired equal in length. He is a very frequent user of the stapler and he has tried the reverse button but he did not try the manual reverse. The device was opened after he removed it from the tissue. The reload was not a gst reload but a ecr60. It was reported in response to the follow-up questions we sent that the device was opened after he removed it from the tissue. Did the device have to be cut out? If no, how was the device removed from the patient? Did the device removal alter the procedure? If yes, please explain. As I have previously stated, I was not with the surgeon during the time of the surgery and the information I received about the complaint was not very detailed. But I will try to answer the questions to my fullest knowledge. The surgeon did not have to cut out the instrument and just pulled it off the tissue. Since only a view staples where in touch with the tissue the damage was minimal. Also the complaint did not lead to an alteration of the procedure. The analysis found that one pse60a device was returned in good visual condition and with an ecr60t partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button force worked properly during testing. . Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during stomach bypass procedure, surgeon was not able to fire the reload completely and after that he had problems opening the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.